Event description:
Pt came for clinic visit and a high impedance measurement on the ventricular lead was noted. Pt had invasive procedure so lead could be examined; lead was found to be normal. ICD was replaced and new generator did not register high impedance on the ventricular lead. No apparent injury to pt.